Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the rv lead had become dislodged, so it was repositioned. The patient's condition was stable following the procedure and there were no adverse consequences.